Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with a description, lens optic was broken or torn during loading. The surgery was completed on the same day and there was no patient contact. Additional information has been requested.